Event description:
Revision surgery - pt had a multiple infections. Infection was eventually settled into the pt's knee. On (B)(6) 2009, the pt had the first stage of a 2 stage revision. Implants removed, would cleaned and all original implants, except for the tibial insert, were re-implanted with antibiotic spacers. A new tibial insert was implanted at this time. Second stage of revision completed on (B)(6) 2009. All previously implanted components removed and replaced.